Event description:
Vero ino device took 20 minutes to deliver med appropriately. Then it did not maintain appropriate level. Baby was in hfjv ventilator. Therapy dates: (B)(6) 2021. FDA safety report ID# (B)(4).